Manufacturer narrative:
(B)(4). The actual device was not available; however, a visual inspection of the photograph was performed for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue was verified for a sponge that was fully separated from the minicap and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the patient opened the minicap package, a protruding sponge was discovered. During evaluation of a returned sample, the sponge was found outside of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.